Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not load properly. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
10/23/1998- supplemental report sent to FDA. Additional data entered in d-9 (product return date). Device evaluation indicated and codes entered in h-3 and h-6. During our evaluation, the device fired properly. No abnormalities were observed.